Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair with lysis of adhesions on (B)(6) 2009 and mesh was implanted. Following the procedure, complications began in (B)(6) 2010 and the patient experienced abdominal pain and bowel "restrictions". In (B)(6) 2010, the patient felt a "pop" and pain. The patient went to the ER and had to have a mesh repair surgery on (B)(6) 2011. As per patient, the surgeon opined that the mesh was eroded and "the mesh just did not hold". The patient underwent a recurrent ventral incisional hernia repair on (B)(6) 2011 and a foreign body was removed. Another mesh was implanted. It was also reported that the patient underwent a c-section procedure in 2012. As per patient, currently, she is well and no complaints at this time. No additional information is available at this time.